Event description:
Table top rotated on its own and patient slipped off onto the floor. Only the patient's legs were strapped to the table. Mizuho technician dispatched at customers' request to evaluate the table. Tech found rotation lock was out of adjustment.

Manufacturer narrative:
Customer did not keep up on service or preventative maintenance on this table, since (B)(6) 2011. The head-end assembly micro switch and 180 degree rotation lock handle were out of adjustment.

Event description:
Table top rotated on its own and patient slipped off onto the floor. Only the patient's legs were strapped to the table. (B)(6) technician dispatched at customers request to evaluate the table. Tech found rotation lock was out of adjustment.